Manufacturer narrative:
This event was initially reported in MDR 3004785967-2019-01271. Any follow up for this event will be reported in this MDR. Other relevant device(s) are: product ID: svc o2 bi71000443 pos mt ctl nw amp rfb, rev. 2 : s/n (B)(4) and motor bi30000002 bsm50n-2splff, rev. 8 : s/n (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the x drive motor and motion controller were replaced. The imaging system then passed the system checkout and was found to be fully functional. The x drive motor and the motion controller were returned to the manufacturer for analysis; results were not yet available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure, during servicing, that they gantry would not move in the x-direction. There was no patient present.

Manufacturer narrative:
The x-drive motor was returned to the manufacturer for analysis. It was reported that there was no failure found with this component. The motion controller was returned to the manufacturer for analysis. It was reported that there was an electrical failure with this component. If information is provided in the future, a supplemental report will be issued.